Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon initial inflation attempt, the balloon catheter burst at 8 atmospheres, leaving the stent partially expanded at the target lesion site. The sds was withdrawn from the pt without complication and another balloon catheter was used to fully expand the stent. There were no clinical sequelae reported relative to the event.